Event description:
Information received by medtronic indicated that the insulin pump received a failed battery alarm. Customer stated insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the device alarmed failed battery test, low battery alert and replace battery now alarm. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed replace battery alarm on (B)(6) 2021 20:53:00.000, low battery alert on (B)(6) 2021 11:22:01.000, power loss alarm on (B)(6) 2021 21:24:00.000 and 58 failed battery test on (B)(6) 2021 between 11:20:54.000 and 09:03:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert, failed battery test, power loss alarm and replace battery now alarm was due to severely corroded battery tube. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. No failed battery test, low battery alert or replace battery now alarm noted during test. However, the pump trace download analysis confirmed the insulin pump alarmed replace battery alarm on (B)(6) 2021 20:53:00.000, low battery alert on (B)(6) 2021 11:22:01.000, power loss alarm on (B)(6) 2021 21:24:00.000 and 58 failed battery test on (B)(6) 2021 between 09:03:00.000 and 11:20:54.000 due to severely corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.